Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that during sensor insertion, the needle hub broke off in the serter. The customer was advised to press and hold the serter button while shaking to release the sensor. Customer stated the serter did not release the needle hub or sensor. Blood glucose value is unknown. The customer was advised the serter and sensor would be replaced.